Event description:
White plastic anchor on ventricular catheter was found to be cracked with patient leaking cerebrospinal fluid (csf). This left the system open, and patient has developed an infection (meningitis). It is unclear how long the crack has been present (leaking csf noted today).